Manufacturer narrative:
Investigation summary: no sample was returned. 3 photos were received for investigation. From the photos, observed brown foreign matter on the syringe. Investigation conclusion: photo evaluation: from the photos, observed brown foreign matter on the syringe. Able to confirm the customer experience based on the photo evaluation. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Root cause description: from the photos, observed brown foreign matter. However, there were no sample return for investigation to determine on the foreign matter type. The complaint will be re-opened and re-investigated if the sample is returned. Rationale: the complaint will continued to be tracked and monitored.

Event description:
It was reported that the syringe 3ml ll w/ndl eclipse 25x1 rb experienced foreign matter in vial or fluid path. Product defect was noted prior to use. The following information was provided by the initial reporter: material no.: 305787, batch no.: 9114858. Spoke with customer on the phone who explained that they questioned the sterility because they found a brown residue on the outside of the syringe barrel. This was found before injection after drawing medication. Syringe not kept. Date of incident: (B)(6) 2019. Product: 3ml ll syringe with 25gx1in eclipse needle sterile, catalog/material #: 305787, lot number: 9114858, product expiry date: 30-apr-2024. Number of defective product(s): 1. Is sample available: yes. Concern description: sterility.